Event description:
PICC line placement done per PICC rn with 5 french dual lumen catheter with good blood return and both ports flushed well. 34 cm inserted with 11 cm remaining out. Placement confirmed by cxr and radiologist. When irrigating catheter, there was leakage by the wings, floor nurse and radiologist advised. Pt sent to specials for insertion of another line.